Event description:
A materials manager reported that six months following an intraocular lens (iol) implant procedure, the lens was exchanged for another lens model due to unusual corneal induced astigmatism and the patient could not see as well. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).